Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends. Associated products and reports. 0001825034-2023-00625, item#115313; lot#j7407973. 0001822565-2023-00797, item# unkown stem; lot# unkown. Other associated products : item#00-4349-066-06; lot#63676333, item#110030777; lot#65560519, item#010000589; lot#881160, item#115313; lot#j7407973, item#118000; lot#j7329702.

Event description:
It was reported a patient underwent shoulder revision due to dislocation. During the procedure, it was noted the polyethylene had disassociated from the stem. The glenosphere and polyethylene were removed and replaced. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: stem identification found: 18mm 130mm length humeral stem cat#: 00434901813 lot#: 64008964. Visual evaluation of the returned product identified there is damage the spherical radius, rim feature, and backside features. Due to damage, dimensional analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.